Event description:
It was reported that the user experienced low blood glucose, with an ilet reading of 61 mg/dl, and was instructed to ingest 5¿10 grams of fast-acting carbohydrates; the user reported having already done so, after which the ilet reading rose to 71 mg/dl and a concurrent fingerstick measured 101 mg/dl, which was used to calibrate the ilet. Symptoms included hypoglycemia. Outcomes included recovery of glucose into a safer range and no need for further assistance or medical intervention. Investigation included user education and troubleshooting, confirmation of glucose values by fingerstick, and device calibration. Investigation of this case revealed no device malfunction and that the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the event was consistent with hypoglycemia of unclear cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.